Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 253 mg/dl after completing a factory reset and supply change. The ilet correction algorithm resumed dosing, and glucose values began trending downward. No outside medical intervention was required.